Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/65 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: impact of sex on the utilization of defibrillation-capable cardiac implantable devices and outcome: results from the german device registry. Clinical research in cardiology. 2025. 115:622¿633. Doi: 10.1007/s00392-025-02792-4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding sex-specific differences on defibrillation-capable cardiac devices¿ implantation and outcomes. The authors described patient deaths; however, the specific causes of death were unknown, and some categorized as in-hospital, sudden death, cardiovascular, or non-cardiovascular death. There were patients who experienced in-hospital stroke, pericardial effusion, hemothorax, pneumothorax, pocket hematoma, other unknown complications, and the need for cardiopulmonary resuscitation and other interventions. During the follow-up period, patients experienced syncope, inappropriate shocks for unknown reasons, myocardial infarction, stroke, pulmonary embolism, or venous thrombosis and required rehospitalizations or interventions/revisions. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.